Event description:
Additional information was received on 03sep2019. The driveline repair was conducted on (B)(6) 2019. The patient has not observed any audible alarms since but the download still shows alerts. The patient was scheduled for monthly visits to have more frequent downloads. Analysis of the log file confirmed the presence of a number of driveline faults coinciding with the yellow wrench alarms after the attempt to repair the external driveline. Other than these events, there were no other unusual events or notable alarms. There was no significant change in the log file driveline data over the range starting on (B)(6) 2019 and ending on (B)(6) 2019 . The equipment is operating as intended.

Manufacturer narrative:
Incidental finding: there were tears in the outer silicone jacket were observed on the returned driveline segment approximately 8¿ and 11¿ from the metal connector, but the underlying bionate did not reveal any areas of damage. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of driveline fault events which appear consistent with a potential driveline issue, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log files captured several driveline fault and associated yellow wrench advisory alarms leading up to the driveline repair on 17jul2019. Based on previous complaint experience, the observed driveline faults appear consistent with a potential driveline issue. Despite these findings, the pump appeared to have functioned as intended throughout the duration of the submitted data. A distal end driveline repair was performed on 17jul2019 and the replaced portion was returned in a segment measuring approximately 19¿. Rescue tape was observed approximately 2¿ through 12.5¿ from the metal connector. Upon removal of the observed rescue tape, tears in the outer silicone jacket were observed approximately 8¿ and 11¿ from the metal connector. Metal braided shield breakdown was observed along the majority of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to the insulation or inner conductors. Hipot testing did not reveal any current leakage through the insulation of the wires. Electrical continuity and manipulation of the individual wires did not reveal any areas of compromised inner conductors. The driveline was connected to a test pump which operated on a mock loop for 30 minutes. The test pump functioned as intended with no alarms. A log file retrieved from the system controller operating the test pump did not reveal evidence of degradation to any of the driveline wires. The evaluation did not reveal any driveline issues that would have contributed to the driveline fault events observed in the submitted log files. The account reported that the driveline fault events returned a few hours after the driveline repair. The plan was to monitor the patient¿s driveline for further degradation and send log files every 3 months. Additional log files captured several driveline fault and yellow wrench advisory alarms following the driveline repair, which continued to occur through (B)(6) 2019. The patient remains ongoing on the heartmate ii and no further issues have been reported at this time. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 8 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2010. It was reported that the log file showed many driveline faults but no audible alarm. Analysis of the log file showed intermittent driveline fault events over the range from (B)(6) 2019. The system controller was exchanged but showed degradation to the same phase as the first system controller. Analysis of the x-rays of the percutaneous lead revealed an area of concern. An external percutaneous lead replacement was conducted on (B)(6) 2019. The electrical continuity test did not reveal any broken issues. The entire external portion of the driveline was replaced with no issues. Analysis of the log file showed intermittent driveline fault events over the range from (B)(6) 2019. Pump stops were expected during the driveline repair, and did occur on (B)(6) 2019 during the driveline repair. Post percutaneous lead replacement the driveline fault events continued to occur. No additional information was provided.